Manufacturer narrative:
Plant investigation: the customer reported that samples were available for return, however as of 11/12/2020, there were no samples available for return, however these samples are not needed to confirm this allegation. The sample retain was tested through a special test request and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories, and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac043 did not meet release specifications and the allegation of conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/13/2020 identified 5 additional reported events for lot no. 20lxac043 related to conductivity issues. A review of the product inventory records for lot no. 20lxac043 indicated that 2245 cases of finished product were manufactured on 9/10/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac043 met release specifications. In conclusion, 20lxac043 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) area technician operations manager (atom) reported to fresenius customer service that a lot of naturalyte had low conductivity. The atom reported that before use, the conductivity was at 13.2 ms/cm. The atom stated they switched to naturalyte lot 20lxac001 and the conductivity was at 13.6 ms/cm. The atom stated they had a biomedical technician (biomed) test a just from the affected lot and lot 20lxac001 with a hydrometer. The biomed reported a difference of the affected lot reading 1.189 and the lot 20lxac001 reading 1.200. Upon follow up the atom confirmed that no patients were treated with the lot. Per the atom, 14 cases are affected and now they are using naturalyte lots 20lxac001. The sample was available to be returned to the manufacturer for physical evaluation.